Event description:
A report was received that the patient had a convulsion resulting from overstimulation after she maxed the stimulator all the way up. The patient's arm also got numb. Reprogramming was done and the patient was doing well.

Event description:
A report was received that the patient had a convulsion resulting from overstimulation after she maxed the stimulator all the way up. The patient's arm also got numb. Reprogramming was done and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) / 1001914 description: linear 3-4 lead, 50cm.